Event description:
It was reported that during cleaning and sterilization, the customer noted that a broken wire on the mega suture cut needle driver instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the one grip close cable was broken at the distal idlers. The idler pulley spins freely and did not exhibit damage. The cable segment sticks out at wrist. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.